Event description:
Event: unresolved superior type I endoleak. Event narrative: the pt was reported to have narrow right and left iliac artery. A stent was placed in the superior attachment system. Final angiogram demonstrated a superiortype I endoleak that was not resolved. The pt will be monitored by the physician.